Event description:
Patient has reported being diagnosed with a neurological disorder. Patient additionally reported, "pt advised leaked and now flat, pockets are too large, painful, moves a certain way the implant is visible, has to put back in the pocket," and an "ovarian tumor." Device remains implanted. This record is for the right side.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2018-06836 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.